Manufacturer narrative:
A ge rep evaluated the system and replaced the 5v power supply. System operates as intended.

Event description:
The customer reported the system is not saving images. No pt injury was reported.